Manufacturer narrative:
On 2/23/2021, the product investigation was completed. It was reported that during an atrial flutter (afl) ablation procedure, there was blood leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The sheath was replaced, and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, this event won¿t be considered a patient event since there¿s no indication that patient¿s hemodynamics was compromised or that any intervention was required to stop the backflow bleed. This is to be considered an ¿hemostatic valve separation¿ since it is most likely the issue occurred due to a malfunctioning/dislodged valve. No patient consequences were reported. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It could be determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001493 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed according to the conditions the device was returned. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial flutter (afl) ablation procedure, there was blood leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The sheath was replaced, and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, this event won¿t be considered a patient event since there¿s no indication that patient¿s hemodynamics was compromised or that any intervention was required to stop the backflow bleed. This is to be considered an ¿hemostatic valve separation¿ since it is most likely the issue occurred due to a malfunctioning/dislodged valve. No patient consequences were reported. On 2/9/2021, the bwi product analysis lab received the complaint device and the hemostatic valve was found dislodged inside of hub. Silicone ring and brim cap were found in normal conditions. Hemostatic valve dislodgement is MDR-reportable.